Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband gets stuck button alarm all the time. The customer's blood glucose level was 148 mg/dl. The customer was assisted in troubleshooting. The customer stated that he was able to clear the alarm and the buttons were responding. He was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.